Manufacturer narrative:
(B)(4).

Event description:
A report was received that after the lead was implanted, it was noted that there was some loss of motor function in one arm. It was felt like it caused the patient some nerve compression. The surgeon decided to remove the lead and right after the removal, the patient's motor function analysis returned to normal. The physician did not feel that it had to do with the device but there was just something wrong with the patient's anatomy.